Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va012r8, implanted: (B)(6) 2012: product type lead. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation. It was noted that occasionally when it stormed she would feel some type of electrical stimulation. On the day of the report when the patient got up to go shopping she felt an intense pain in her back, and when she got in her car and started driving to the shopping center she started feeling shaky and like she was being electrocuted. It was noted that the patient felt strange while she was driving. The patient was very shaky on her left side and her left leg was very weak. When the patient went into the shopping center it got worse. When the patient got home she turned stimulation off and the pain in her back went away and she was no longer feeling the electrical stimulation in her leg. It was noted that the patient had an issue with the sacroiliac area due to a fall she had a couple years ago. The patient first thought the back pain was from the sacroiliac issue but when she turned stimulation off the back pain went away. It was also noted that the patient had her hip replaced in the past before the fall she had a couple years ago. The hip replacement was not damaged in the fall. The patient planned to call her hcp in the morning. It was later reported that the patient was still having concerns regarding her device or therapy and had an appointment scheduled for (B)(6) 2013.